Manufacturer narrative:
E1: reporting institution phone (B)(6) e1: reporter phone (B)(6) a field service engineer (fse) visited onsite and confirmed the reported problem. The fse confirmed that a speaker operation problem had occurred and that there was no sound from the speaker. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that device had a speaker operation failure. The device was in use on patient at time of event, there was no adverse event reported.